Event description:
Reporter alleged, discrepant back to back blood glucose values of hi, 245, 360, & 495 mg/dl, when all tests were performed within 10 minutes on the advantage system. At the time of the testing, it was stated customer had no high or low glucose symptoms; however, the location of testing was not provided. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.